Event description:
The dental implant fx5010swc was removed on (B)(6) 2020 due to loss of osseointegration 1 year and 1 month after implantation. The patient has history of cardiac disease. The doctor noted bone resorption during explantation. The patient required bone augmentation for the operation. The patient has recovered without complications.